Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the user had been unable to sign as a witness for waste despite having the necessary privileges. A technical support specialist confirmed that new case was opened when the staff was back to work and used different station2 and closed the case.

Event description:
It was reported by the customer that the bd pyxis anesthesia es system user had been unable to sign as a witness for waste despite having the necessary privileges when there was a patient on the table for surgery. The customer added that the issue suddenly resolved itself, and 15 minutes later, the user was able to witness waste again. However, the issue recurred intermittently. The customer stated that the issue caused a delay in dispensing the medications. There were no adverse events or injuries reported based on this incident.